Manufacturer narrative:
Block g4: premarket/ 510(k) #: k163248, k151895 . Block h6: imdrf device code a0501 captures the reportable event of needle detached. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used in the lungs during an endobronchial ultrasound (ebus) performed on (B)(6), 2024. During the procedure, the scope was in a straight position and the needle would not extend. After multiple tries, the device was pulled back, the needle broke and detached, and a fragment was stuck in the walls of the lungs. It was noted that a retrieval forceps was used to remove the detached fragment. The procedure was completed using a non-boston scientific device. There were no patient complications reported as a result of this event.